Event description:
It was reported that pump display showed only backlighting with no graphics visible, and this issue made it difficult for customer to interact with pump and read screen. There was no adverse impact to the customer's blood glucose level. Customer continued using current pump and planned to rely on alternate method if needed, while technical support arranged shipment of replacement pump.